Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. (B)(4). Product investigation has not been completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017. The patient was originally implanted with a trochanteric fixation nail, helical blade, and unknown screws on a unknown date. The patient subsequently experienced a non-union and these parts were removed. The removed devices were intact. The patient was revised to a plate. There was no surgical delay. No information regarding the patient status as well the procedure status was provided. This complaint involves three (3) parts. This report is for a nail. (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 456.359s, lot# 6278678. Manufacturing location: (B)(4) , manufacturing date: dec 16, 2009, expiration date: nov 30, 2018. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. In-process inspection sheet, in-process/inspect dimensional, and final inspection met inspection acceptance criteria. Component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot ¿ 6162656; 456.315.2 - 130 degree lock prong tfn bp-58 lot - 6205461 21069 - raw material lot bp-80 lot ¿ 6136151 met specifications. Sterility documentation was reviewed and determined to be conforming.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.